Event description:
The customer reported that during an open gyn procedure, the bipolar forceps in use continued to activate when the footpedal in use was released. There was no harm to the pt and no additional time added to the procedure. A different bipolar cord was used to complete the procedure with the same generator with no further difficulties. Additional questions have been asked regarding the incident.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date the unit not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.